Event description:
The plaintiff's attorney alleged that the pt experienced cardiorespiratory arrest and subsequently expired the same day. The plaintiff's attorney alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo prod administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.